Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt's ipg has shut off twice by itself. The pt cannot communicate with the ipg via the programmer. After an hour later, the ipg turns on by itself and stimulation is restored. No other info is available at this time.